Event description:
Patient came home with hhc, noticed catheter seemed to be leaking by after tightening the cap and another flush it seemed ok. On (B)(6), noticed the line was leaking significantly when disconnected from infusion. On (B)(6), went to hospital for a dye study when confirmed the catheter was leaking where it was tunneled under the skin. This required patient to be on piv vancomycin since he is on coumadin. Catheter removed and central line placed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lhr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.